Manufacturer narrative:
DHR review concluded that the product was inspected and accepted for use with no nonconformance's. There is no plan for revision and device remains in-situ. Therefore, the device will not returned and could not be evaluated. Unknown factors include: patient activity at the time or prior to the event, patient bone quality, the degree of spinal instability, the degree of pseudarthrosis or patient compliance with post-operative care instructions or if the patient sustained a fall/impact of any sort (no trauma was reported). Root cause cannot be determined.

Event description:
Patient underwent a plif procedure at l4-l5, on (B)(6) 2024. Reportedly, during routine follow up on (B)(6) 2025, the radiograph noted the implant had a loss of height. Patient is asymptomatic and there is no plan for revision surgery.